Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v399857, implanted: 2010 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387s-40, lot# v415236, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
It was reported, the patient had a loss of therapeutic effect. It was reported, the implantable neurostimulator (ins) was "still not working", the patient had a lot of shaking, her neck was "pulling back as well as her stomach pulling". The "pulling" is reported to occur day and night, and it was causing patient to have hip pain. It was reported, the patient has had two adjustments since a lead revision, and weather will make her symptoms worse. The last adjustment took place in (B)(6) 2013, and it was reported it took ten days to kick in but, "it didn¿t do anything". The adjustment caused the patient to have muscle spasms in her leg and back for a month. Patient was scheduled for another adjustment, but was fearful of the adjustment causing more problems. It was noted the patients medication, claritin, "causes her neck to jerk more".